Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 37 mg/dl on (B)(6) 2019. Customer was treated with shot of sugar. Customer's blood glucose level at the time of hospitalization was 176 mg/dl. Customer had car accident and had four fractures. The insulin pump will be returned for analysis.